Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: red particles, opening and crease flat. Weight measurement identified the device was underweight. A microscopic analysis was performed which identified sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is, a sharp opening on posterior side due to an unidentified (tear) opening. Additional, changed, and/or corrected data: d.1., d.2., d.4., d.10., g.5., h.3., h.4., h.6.

Event description:
Healthcare professional reported an unknown side "defective breast implant." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported an unknown side "defective breast implant." Device has been explanted.